Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varicose vein ligation procedure perfomed on (B)(6) 2019. According to the complainant, during the procedure, the suture of the device detached causing the bands not to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initital reporter name and address: (B)(6). Problem code 2610 relates to the reported issue of bands failed to deploy. Problem code 2907 for the reported issue of suture detached. Investigation results: a speedband superview super 7 was returned with the ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found five bands presents which were moved out of its original position and one band was caught under other bands. It was also noticed that the ligator teeth were bent. The suture was broken with one section attached to the trip wire loop and the other section was not returned. The trip wire was partially rolled in the handle assembky and was secured in the handle assembly slot when received. The trip wire was cut with a sharp tool, the cut ends were inspected in magnified visual system. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. The trip wire was cut with a sharp tool, the cut ends were inspected in magnified visual system. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, moving bands without being deployed, and contributing to the reported issues. Also the trip wire appears to had been cut with a sharp tool and this condition is not considered as an issue of the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varicose vein ligation procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the suture of the device detached causing the bands not to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.